Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with the naked eye noted a cuts on the tubing. Functional testing including clear passage testing was performed with no issues noted. Leak testing failed due to a leak through cuts. The reported issue was verified. The cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set, which was connected to the patient line, leaked due to a slit in the line. The patient noted a slit located half way down the extension line while performing peritoneal dialysis therapy. The patient was connected at the time of the event and upon noting the slit, stopped the treatment. There was no patient injury, however, the patient was treated with prophylactic antibiotics due to the event. No additional information is available.